Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead warning shows low impedance, and there was oversensing and possible noise. It is unknown if the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as 440 atrial high rate episodes, many of which appear to be non-physiologic in nature are indicative of oversensing. Low atrial impedance/resistance was also noted as 46 low impedance paces have occurred on the atrial lead since the lead warning recorded on (B)(6) 2010.